Event description:
It was reported that the biosure ha anchor broke during a procedure. A back up device was used to complete the procedure. No patient injury or complications were reported.

Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time. Date new information received.

Manufacturer narrative:
Additional information made available after initial submission.

Event description:
A small portion of the biosure ha anchor was unable to be removed from the bone hole. No additional bone holes were drilled.

Manufacturer narrative:
The complaint reported that a 9mm screw broke during use however an 8mm biosure ha screw was returned for evaluation. As a result of this finding additional information was requested. No additional information was made available. Visual assessment of the screw confirmed the complaint of breakage. The distal end of the screw has broken off and was not returned for evaluation. Dimensional assessment was limited to major diameter and wall thickness. Dimensional assessment confirmed the screw to be an 8mm and within print specification. DHR review was for reported device which confirmed no inconsistencies, but a different device was received and no information related to the returned device was received. Due to insufficient information the root cause of this event cannot be determined. In the event additional clinical details are provided the complaint will be reopened.